Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 342-361 mg/dl. Prior to going to the ER, the customer administered a manual insulin injection in attempt to resolve bg level. While in the ER, the customer was given antibiotics and was released from the ER the same day with no permanent damage. The cause of the high bg was unknown. A system check was performed and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.